Manufacturer narrative:
Additional information: b3.

Manufacturer narrative:
Returned device was received in decent physical condition. The front housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device the reported issue was unable to be duplicated. There was no fault found with the pump. The pwa board was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump was alerting the patient to change cartridges and when the patient tried to switch her pump, it had a "setup code" message. She attempted to use the other pump but it also displayed "setup code". The patient claimed that both pumps had brand new batteries. There were no reported adverse events.